Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient had two 3166 leads from the same lot and one 3163 lead. Device 1 of 2. Reference MFR number: 1627487-2017-02957. It was reported the patient's scs system was explanted on (B)(6) 2017. Following having a pain pump implanted.